Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 35 mg/dl, and the customer had fallen twice because she had gotten weak. The customer had called to request assistance with sensor insertion. The blood glucose reading dropped to 32 mg/dl, and she treated with a glucagon shot and apple juice. Then the blood glucose reading was 204 mg/dl, and she did not take insulin. She walked for 15 minutes, then she became weak and fell twice more. She stated that she had strange changes in her blood glucose readings where they would spike by 50 to 60 units within seconds. She noted that her blood glucose reading rose to 279 mg/dl due to eating for her blood glucose reading of 90 mg/dl; she advised that she would bolus to treat. She reported that she was sensitive to insulin and would lower her dosage instead of treating by the device's suggestion. Advised the customer to consult with her doctor about the settings. Nothing further reported.